Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received results of hi (greater then 33.3 mmol/l) and 5.2 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device.